Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Event description:
The customer reported that, on a truebeam device with mosaiq, two of a patient's treatments were administered at a lower energy level than planned. The mistreatment did not result in serious injury for this patient.

Manufacturer narrative:
The energy on beams 1 and 2 was planned for 10mv but treated as 6mv. Mosaiq malfunctioned when a previously recorded ad hoc orphaned portal field was selected to send to the machine and failed. The investigation found that when the next plan in mosaiq is then selected for treatment, mosaiq reads the energy for the failed portal field and applies it to the treatment fields for the selected plan. If the discrepancy between mosaiq and the machine is not noticed by the user (plan style machine interface), the patient may be treated with the wrong energy beam. The user's workflow is very unusual. The mosaiq user guide explains that sending a varian ad hoc field back to the treatment machine is not supported. The orphaned field is not associated with any site and the user has to force this association manually. When the plan is then sent to mosaiq, an error occurs which should alert the user to the fact that the workflow is problematic. Finally, qa checks comparing the original plan to mosaiq will show that the energy for some beams has changed. Product problem update. Reportable event update. Additional manufacture narrative update.